Event description:
A 2.9 mm cannulated drill failed during a surgery to leave the tip in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.